Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 400 mg/dl. The customer stated that they received an insulin flow blocked alarm and the issue was resolved. It was unknown whether customer was using auto mode at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.